Manufacturer narrative:
The customer contacted a siemens customer care center and reported that quality controls (qcs) were acceptable prior to running the patient sample on the dimension vista 1500 instrument on the day of the event. After obtaining the discordant result, the customer reran qcs and the qcs results were flagged with "low signal error". The customer indicated that the issue occurred during the last 5 tests in the well set of the reagent. The customer replaced and recalibrated the reagent. A siemens customer service engineer (cse) was dispatched to the customer's site for an unrelated issue. During this visit, the cse replaced the reagent probe 2 (r2) mixer, re-aligned the r2 probe, cleaned sample probe 1 (s1) , reagent probe 1, and r2 and drains, aligned s1 and r1, performed a sodium hydroxide clean on r1 and r2, primed all probes, homed all modules, reset the instrument, and ran service method tests, recovering acceptably. The customer ran a precision study using 3 patient samples, recovering acceptably. The cause of the discordant, falsely low microalbumin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low microalbumin result, flagged with "below assay range", was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result of <0.5 mg/dl was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low microalbumin result.